Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for increased mitral regurgitation and posterior leaflet tear at the site of the implanted mitraclip. It was reported that on (B)(6) 2017, the patient presented with degenerative mitral regurgitation (mr) grade 4 and posterior 2 leaflet flail. Two mitraclips were implanted without reported issue, reducing the mr to grade 1-2. The procedure was deemed successful. On (B)(6) 2018, the patient was hospitalized for dyspnea. A transesophageal echocardiography was performed and an eccentric jet was noted due to a tear on the posterior leaflet, at the lateral mitraclip site. The mr had increased to grade 3-4. The cardiology team will discuss possible future treatment. The patient remains stable and is at home. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of dyspnea, worsening mitral regurgitation(mr), mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the patient had challenging anatomy/pathology; a posterior 2 (p2) leaflet flail which most likely contributed to the tissue damage (tear on the posterior leaflet) and the worsening mr. The reported dyspnea were likely symptoms/secondary effects of the worsening mr for which the patient was hospitalized. There is no indication of a product quality issue with respect to manufacture, design or labeling.